Event description:
It was reported that the patient presented in clinic for follow up. Upon review, a capacitor maintenance was initiated on the implantable cardioverter defibrillator and timed out. A second capacitor maintenance was attempted, and it timed out again. The device was explanted and replaced. The patient condition was stable.